Event description:
It was reported that (2) devices was used during a laparoscopic hepato-pancreatic procedure. It was reported by the affiliate that the tsb45 jaw would not open (finally could open with some instruments). Another instrument was used to complete the case. There was no consequence to the pt.